Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had image flash screen. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable, cable failure, deterioration of f-ring, water invasion, freeze of the adapter, abnormal noise of the adapter a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flashing and interference due to faulty cable also water invasion caused by deterioration of f ring. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.